Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 2.25mm x 12mm nc emerge® balloon catheter was used for post dilation. When the device was removed, the physician went to coil balloon up, and it snapped completely half way down the shaft, outside the patient's body. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 65.3cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a shaft break occurred. A 2.25mm x 12mm nc emerge® balloon catheter was used for post dilation. When the device was removed, the physician went to coil balloon up, and it snapped completely half way down the shaft, outside the patient's body. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported.